Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient reported the pump stopped working and stopped delivering meds. The patient stated the logs have never showed anything when the pump has failed. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.